Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did all 24 sutures(1 whole box) of (B)(4) contain (B)(4) sutures? Was the issue noticed upon opening the box? How many boxes of (B)(4) have been identified with this issue? Was any of the affected devices used in any procedures? Were there any patient consequences? Lot numbers of both codes do you have photo for analysis? Product return date and tracking information.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was noticed that there was incorrect suture component in the box. No adverse patient consequences were reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). There are 2 pds suture device product code and lot numbers associated with this event. Product code (B)(4); batch kb5crzn manufacturer date: 01/02/2016; expiration date: 07/31/2021. Product code (B)(4); batch jb5cxln manufacturer date: 01/02/2015; expiration date: 06/30/2020. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary an empty opened box of product code (B)(4), lot #jb5cxln, a labeled winding former with a parked needle/suture combination and thirty-four unopened samples of product code (B)(4), lot # kb5crzn were returned for analysis. During the visual inspection of sample, it was noted that lot number and product code between the box and foils were different. However, the manufacturing record was review and the lot # jb5cxln of the box was manufactured on (B)(4) 2015 and lot kb5crzn of the foils was manufactured on (B)(4) 2016. Therefore, it is not possible that the paths of both lots have crossed during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.